Event description:
It was reported that "the contact zone with the vocal cords was not constant" while using an 8mm emg flex endotracheal tube preoperatively. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic's request for device return, no device was received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed.